Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true dilatation valvuloplasty catheter returned for evaluation. Upon visual inspection, a cock stop was returned connected to the inflation luer. It was noted the cock stop was tightly screwed to the luer and could not be disconnected. During functional testing, an in-house presto inflation device was used to inflate the balloon. Balloon inflated and was able to maintain pressure; the balloon was then inflated to rbp and was able to maintain pressure for a couple of seconds until water was streaming from multiple spots at the proximal balloon joint. No further functional testing performed. Therefore, the investigation is unconfirmed for the reported balloon rupture as balloon was inflated and able to maintain pressure. However, the investigation is confirmed for the identified leak as liquid was streaming from multiple spots at the proximal balloon joint. A definitive root cause for the reported pinhole balloon rupture and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a valvuloplasty procedure using true balloon. During the procedure, it was reported that pin sized hole was allegedly found in balloon. The procedure was completed using another device.

Event description:
On (B)(6) 2025, a patient underwent a valvuloplasty procedure using true balloon. During the procedure, it was reported that pin sized hole was allegedly found in balloon. The procedure was completed using another device.

Manufacturer narrative:
H11: aas the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.